Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump died. Customer¿s blood glucose level was 409 at the time of incidence and other value was 404mg/dl. Customer experienced nausea and difficulty in breathing for high blood glucose level. Customer reported that the insulin pump had not been use within 48 hours if reported high blood glucose event. Customer reported that they were okay to troubleshoot. The insulin pump will be returned for analysis.